Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The insulin pump's keypad was unresponsive. The insulin pump alarmed battery out limit. Customer's blood glucose level was 123 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with no act button response due to flattened button dome switch. Unable to verify for battery out of limit alarm due to no button response. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and broken pump belt clip slot.